Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one of the configurations of the left ventricular lead would not produce capture results. High impedance measurements were also noted. The lead was capped during a system revision.